Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after completion of the left superior pulmonary ablation, when aspirating with a syringe microbubbles were drawn. The sheath was then flushed using the air tray, and the procedure was continued. During flushing with pressure bag was used for irrigation, blood leakage was observed from the hemostatic valve, indicating a potential valve defect. The procedure was completed successfully by using same device. No patient complications have been reported. The product is not expected to be returned as it was disposed.